Event description:
An ipp device was implanted on 7/4/84. The cylinders and reservoir were revised on 1/29/86. The entire device was removed from the pt on 12/5/96, due to fluid loss and pain, and replaced.